Event description:
During dressing of the PICC line in right upper arm, it was noted that blue lumen was broken at base. The PICC had to be removed. The patient was sent to the procedure area for new central venous access.